Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2). The customer was using proper testing techniques. The customer reported feeling tired and dizzy; medical attention was not needed at the time of the call. The product is stored according to specification in the dining room. The test strips are expired - the customer had opened the vial of test strips over four months ago. The customer did have another vial of test strips that had been stored and handled correctly, manufacturer's expiration date of 02/28/2022. During the call, a blood test was performed by the customer fasting and produced test result of 120 mg/dl using the meter. The customer was satisfied with the result obtained.

Manufacturer narrative:
Sections with additional information as of 18-jan-2021: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause changed from mlc-012 to mlc-006 : use/storage-use of expired product.